Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. Twenty-four 5 fr triple lumen powerpicc provena kits were returned for evaluation. An initial visual observation revealed 23 of the powerpicc provena kits were returned sealed and the microintroducer in these kits appeared unremarkable. A microscopic observation of the 23 returned samples revealed the following: 18 microintroducers were unremarkable, and no defect could be confirmed. 4 microintroducers appeared to have an abrupt transition; however, an evaluation completed by the manufacturing facility revealed the transition between sheath and dilator are acceptable according to the specifications in the vs5001684. Therefore, no defect could be confirmed for these samples. 1 microintroducer was observed to have a split sheath tip with some material webbing within. These findings suggest the potential cause for the observed defect is related to manufacturing. Photographs of this sample were sent to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was reported, four sealed lot samples returned with confirmed abrupt transition between the introducer sheath and the dilator. This report addresses all four devices.